Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had an auto zero adjustment failure. The device did not have patient involvement at the time the issue was discovered. There was no patient or user harm reported. The international service engineer confirmed the reported problem and after the device is turned on, an error is reported, and the machine's pressure sensor capability has failed to zero and cannot work normally. After reconnecting the power cord, the machine is turned on, and the fault remains. It was confirmed that the equipment had a data acquisition board failure. The international service engineer replaced data acquisition board to resolve the reported issue and the device returned to full functionality.